Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alar, no ramping numbers anomaly and no moisture damage found inside the device. It was also received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to sweat. He also reported that the numbers on the screen were ramping on their own. Blood glucose value 179 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.